Manufacturer narrative:
Pr #(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx v6 lead was non functional. There was no reported pt involvement and/or impact.